Manufacturer narrative:
At the visit on the site the field service engineer (fse) replaced the server. The fse transferred patient database to the new server and verified new database is working according to company specifications. The server was received and failure analysis shows the reported problem cannot be confirmed. Visual inspection of the server shows no damages or abnormalities. During functional inspection, the server starts and the fan is running. The hard disks are not inside so a further functional inspection was not possible. The server is designed for the use as a data server in the field. It could be used in accordance with the network-compatible devices as an exchange medium for the associated devices. Since the server is only used as the exchange medium for the corresponding devices, the server has no influence on the laser system. The reported problem cannot be reproduced. The server is functional. No technical root cause was identified as the server shows no malfunction. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the laser froze during refractive treatment and all patient data from the database was lost. It appeared that the uninterruptible power supply was in error. Additional information requested.